Event description:
It was reported that the pocket infection and erosion was observed. The patient had skin ulceration near the device. Device was visible through skin but was not exposed. The system was explanted. There were no patient complications during and post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.